Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a trailblazer to treat a lesion in the left superficial femoral artery (sfa). It was reported that the procedure was difficult due to the severity of arterial calcification. When passing the device through the calcification, the micro catheter on the wire was detached on the proximal end. The detached end of the micro catheter was retrieved using a non-mdt snare capture device. The wire and the catheter were able to be removed and replaced. Nothing was left in the body and the patient did not sustain any harm as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.